Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, intermittent low pacing lead impedance and noise were noted. The low impedance measurements and noise were not reproduced in clinic. Programming changes were made and no further issues were reported.